Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned or lot number provided. This device was used for treatment not diagnosis.

Event description:
Journal article received: internal fixation of complex fractures of the tarsal navicular with locking plates. A report of 10 cases; cronier p, frin jm, steiger v, bigorre n, talha a.; orthop traumatol surg res. 2013 jun;99(4 suppl):s241-9. Reported: a prospective study involving 10 patients treated via reduction with a mini-distractor and stabilized by a synthes ao locking plate fixation, for comminuted tarsal navicular fractures between 2007 and 2011. It was reported that a 17 year old patient experienced talonavicular arthrosis and a broken screw requiring plate removal. It is unknown if the hardware was replaced. The maryland foot score for the patient was reported to be 90 (range = 82-100) and their aofas score was 87 (range = 87-100). A copy of the literature article is being submitted with this medwatch. This report is 1 of 1 for complaint (B)(4).